Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power off and shut down. Customer's blood glucose value was unknown. Customer states they insulin pump had screen was really dim and harder to read. The device will not be returned for analysis.